Event description:
It was reported that patient was revised due to a loose tibial component and patella.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown patella component. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is 67 inches in height. An event regarding alleged loosening involving a duracon patella was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: medical records received and evaluation: two x-rays were received, but they were deemed insufficient for medical review. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that patient was revised due to a loose tibial component and patella.